Manufacturer narrative:
Received one used list# d1000, tego¿, as received, the fluid path of the tego is occluded with a blood clot, no other anomalies or damage observed. The tego fluid path was rinsed to remove the blood clot; the tego was tested and performed per manufacture specifications. Complaint of arterial line no flow observed cannot be confirmed. A device history lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on: 3/21/2025.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved an unspecified tego connector where it was reported a no flow during hemodialysis (hd) in the arterial line. The tego was changed. There was patient involvement, unknown delay in therapy, but no one was harmed in the reported event.